Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the v60 ventilator has data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) failed vent inoperative occurrences. There was no patient harm reported.

Manufacturer narrative:
Failure investigation (fi) lab received a gas delivery system (gds) manifold assembly for evaluation. Visual inspection of the returned device revealed that the data acquisition (da) pcba was not secured with screws (only stuck onto autozero valves). The return label was affixed to the da pcba. Screws and washers were used to properly secure the da board. The gds was installed in an fi test ventilator. In diagnostic mode the maximum digital to analog converter (dac)-analog to digital converter (adc) wrap difference observed was 10 counts, well below the threshold of 150 that would trigger the error code message of da pcba adc failure. The ventilator was run for 16 hours without any errors occurring. No failure was found. The determination could be made that the device failed to meet specifications. The device was not used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to the maximum digital to dac-adc wrap difference was well below the threshold that would trigger the error code message of da pcba adc failure.

Manufacturer narrative:
Date of event: (B)(6) 2016. The customer does not have any information about the patient besides no harm to the patient.